Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20045310. Medical device expiration date: 2023-04-06. Device manufacture date: 2020-04-02. Medical device lot #: 20045708. D.4. Medical device expiration date: 2023-04-09 . H.4. Device manufacture date: 2020-04-07. Investigation summary: three 20039e samples were received for investigation; one each from lots 20045310 and 20045708 in opened packaging, and one from lot 20045708 in sealed packaging. Residual fluid was identified within the samples received in opened packaging. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the returned samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each to a 50ml bd plastipak syringe from retained stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20045310 and 20045708 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20039e product.

Event description:
It was reported that 8 smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: can¿t prime easily.